Manufacturer narrative:
Additional information received on 4/28/2026 from (B)(6), states the evaluation determined that the issue of lost power was unable to be duplicated. The device was sent back to the customer. The reported failure of lost power is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The manufacturer has updated section h in this report.

Event description:
The manufacturer received a report that a trilogy evo ventilator, "lost the power." No further details were provided. No patient harm or serious injury was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received a report that a trilogy evo ventilator, "lost the power." No further details were provided. No patient harm or serious injury was reported. Additional information received on 3/9/2026, stated the customer does not wish to return the device for investigation and the issue was not due to an out of the box failure. At this time, no further investigation can be completed. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. The manufacturer has updated section h in this report.